Event description:
A customer reported that the external pacemaker does not work. No adverse event reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Additional information regarding patient outcome has been requested.

Event description:
A customer reported that the external pacemaker does not work.